Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified, wear abrasion, broken shell with sharp edge. Where is localized stresses induced in radius, stress marks. A dimension measurement in the shell was performed which identify, the thickness within specification.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.